Event description:
When advancing the dilator over the white guiding catheter, it went past the safety ridge. It did not go off the catheter, just forward. Upon insertion, the resident lubricated with ky jelly, which was not necessary. The attending physician had been informed this was not the resident's first time; however, too much pressure was applied and pushed forward, went in at too steep of an angle. A significant skin insertion had also not been made. 24 hours after the procedure and pt was on trach and ventilator, subcutaneous emphysema got worse. A scrape was noted all the way down the posterior wall of trach down to the carina. Following the initial procedure, they had run the scope through the trach tube to verify placement and everthing appeared ok. The pt had been very ill and died.